Event description:
During a phacoemulsification procedure, this microsurgical system exhibited intermittent aspiration. The procedure was delayed while the tubing and cassette were exchanged. There were no patient problems.

Manufacturer narrative:
Relocated internal cable as it was caught under the capture block causing reduced force on the cassette and allowing the cassette to move out of position.